Manufacturer narrative:
The report of a (ua) 45 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing of the autopulse platform (sn (B)(4)) and review of the archive data confirmed the occurrence of multiple ua 45 error messages on the reported event date of (B)(6) 2017; the root cause was due to a defective encoder gearbox. The autopulse platform is a reusable device and was manufactured on 30 sep 2010. It has exceeded its expected service life of 5 years. As part of routine service during testing, the platform was examined and found that the user control panel was flickering. This observation is unrelated to the reported event. After replacement of the encoder gearbox and user control panel lcd, the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) reportedly displayed a ua 45 (driveshaft not at "home" position after power-on/restart) error message during shift check. The user was unable to resolve the issue. No patient was involved with this event.